Event description:
It was reported to medtronic minimed that the customer experienced a possible over delivery anomaly. The customer reported blood glucose values of 38 mg/dl. The customer reported a loss of consciousness and hypoglycemic shock, treated with an ems/ambulance/ER visit, an IV insulin drip (intravenous insulin infusion), and others. The event involved product(s) mmt-332a, mmt-7040a, mmt-332a, and mmt-1884l. The troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event. The customer had used the insulin pump system within 48 hours of the reported event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-332a. Product return requested for mmt-1884l. The customer declined to return or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that emergency medical services were dispatched on (B)(6) 2024 at 9:30pm due to hypoglycemia. Blood glucose at time of event was 38 mg/dl. User was treated with intravenous insulin (although it was a low bg). Prior to event user was watching television. User stated they stopped using the pump on the same day at 7:30pm. User was also on blood pressure medicine and iron/ b3 thyroid medicine. User alleged over delivery due to the low blood glucose. Programming was accurate.